Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post pacing t wave oversensing was noted in the patient during a follow-up. Reprogramming successfully resolved the issue. There were no patient consequences.